Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the surgeon noticed a small circular plastic disc in the surgical space. The surgeon retrieved it using graspers and saved the piece. No patient injury.

Manufacturer narrative:
Ref # (B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 12mm. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The balloon, locking collar, and valve seal appeared intact. A canister was received and the account states a plastic disk is inside however no components were identified in the canister. All components were present on the device; none were missing. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.